Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and reported that the on-site biomedical engineer (biomed) replaced the batteries on (B)(6) 2020. The stm found no problems with the charging and discharging of the batteries. The fully charged batteries exceeded approximately 4hours of run time. The unit switched from ac to dc power as it is supposed to. The stm was able to duplicate the unit shutting off by manipulating the coiled cable connection. The stm found that the coiled cable had a build up of corrosion at the connection with the console. To address the issue the stm cleaned the connection and replaced the coiled cable and then completed a full calibration. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while transporting a patient with the cardioave intra-aortic balloon pump (iabp), the unit shut off and would not charge. There was no harm or injury to patient and no adverse event was reported.